Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 06/02/2010 by phone and fax. A completed questionnaire has not been received. Recommendations from the nurse consultant's site visit on (B) (6)2010: instrument cleaning: recommended practices for cleaning and sterilizing intraocular surgical instruments from (B) (6) and (B) (6) should be followed. Instrument cleaning should be conducted in the soiled utility room, not the operating room. Cannulated items: items with a lumen such as the I&a and phaco handpieces and any reusable cannulas should be flushed and blown out according to the MFR's directions for use. Detergents and enzymatic cleaners: it was recommended that any detergents, instrument soaking solutions or enzymatic cleaners used in the cleaning process be removed from use; this has already been done. Ultrasonic cleaner: an ultrasonic cleaner is being used for instrument cleaning at the end of the day on a regular basis. The ultrasonic cleaner by itself does not adequately clean instruments which require manual brushing to remove debris and ovd, but it is a useful adjunct to manual instrument cleaning when properly cleaned and maintained. Terminal sterilization: if instrument trays are not wrapped and sterilized at the end of the day, they should be terminally sterilized with a steam sterilization cycle at the end of the cleaning process. Instrument inspection: periodically the instruments should be inspected under magnification either with the operating microscope or a lighted magnifier in the instrument cleaning area. Stressing the system: it is important to allow enough time and to provide an adequate number of personnel to clean the instruments. Reusable cannulas: though reusable cannulas have been utilized for years, they have been a focus of attention in the investigation of tass. It is strongly felt that they are a major cause of tass. They are, in fact, difficult to clean because of their small bore, particularly the 27g or 30g or hydrodissection cannulas with sharp angles. The facility has switched to disposable cannulas with the exception of the right and left cannulas that one of the surgeon's use. It is recommended that an acceptable disposable model be sought. Reuse of single use items: items designated for single use such as phaco tips and sleeves should be used only once. Single use phaco tips are being reused and discarded at the end of the day. Sleeves that go over the phaco and I&a tip are also being reused. It was recognized that reusing the sleeves may be problematic, and one day in may, the sleeves had been changed for every case which had actually resulted in an increased number of tass cases. A surgeon felt that it was probably not the sleeve itself that was to blame but rather the fact that the scrub person was frequently touching the portion of the sleeve that would be placed in the eye and was likely transferring particulates to it. Topical anesthetic: the preservative free lidocaine gel that had been used was not approved for ophthalmic procedures and had been changed to another brand. Even though this other brand is preservative free, it is not meant for intraocular use. If some of the medication remains in the cul de sac following the preparation, it is possible that it could be transported into the anterior chamber on an instrument. The surgeon should thoroughly irrigate the cul de sac after placing the speculum to remove any remaining akten. Intraocular medications: assure that all medications used inside the eye are preservative free. Irrigating solutions and additives: additives to the 500ml bottle of balanced salt irrigating solution such as epinephrine are not recommended. The labeling or the insert that comes with the bottles warns against adding anything to their product and suggests, it should be used as delivered. End of procedure drops: it is recommended that the use of ointments or preserved medications at the end of the case be discontinued since these type of medications can enter the eye through a clear cornea incision and cause inflammation. The same rules would apply to betadine which is not meant to be used inside the eye. If any betadine leaks into the anterior chamber at the end of the case, it could cause tass. In addition, a facility mixed 1% solution made by diluting 10% betadine in a manner that does not result in a 1% solution was being used. Touching the iol or lens insertion cartridge tip: the iol should never come in contact with anything other than the package it comes in, viscoelastic, bss, and the forceps being used to load it into the inserter. Particulate matter: particulates can come from a wide variety of sources including powder from gloves and lint from gauze or towels. One surgeon is using a powdered glove, but all gloves should be powder free. There are a number of gloves on the market that are powder free and the surgeon should be able to find one he likes. In addition the instrument trays are old and the rubber strips or the adhesive that hold them in place may be degrading after multiple years of use. Flakes from either of these could be transferred from the tray onto instruments and into the eye. (B) (4).

Event description:
Adverse event(s): "tass" (inflammation). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgery director reported at least seven cases of toxic anterior segment syndrome (tass) in the first quarter of this year following intraocular lens implant procedures. The surgery director reported the cases have been sporadic. The surgery director reported four cases of tass in one day. There was one case that had sterile endophthalmitis and others have had hypopion. There are five different surgeons using the facility for procedures. One surgeon has not had any tass cases. The facility had consulted with a physician regarding changes that they could make to decrease their number of tass cases. They had made changes suggested by the surgeon regarding changing surgical technicians, cleaning process and monitoring sterile procedures. The surgery director requested a site visit and one was performed. At this time, there is no info available regarding specific pts. Additional info has been requested.